Event description:
Dr made one pass with fnb needle without problem. During the second pass, the needle would not advance. Staff removed the needle from the scope and the needle advanced. Needle was reinserted and the needle would not advance when in the scope. A new needle was opened and was used without problem and no harm came to the patient. The rep was notified by staff. Manufacturer response for biopsy needle, sharkcore (per site reporter). Device will be returned for failure analysis. Awaiting reply from manufacturer.